Manufacturer narrative:
The engineering evaluation state the deployed endoprosthesis, about 200cm long segment of the deployment line without the deployment knob, and the delivery catheter without the deployment hub were returned to gore. The distal tip of the delivery catheter was deformed at the guidewire lumen opening. The catheter tubing was stretched and necked down between approximately 76cm and 97 cm from the catheter tubing-distal shaft transition. The body tape over several strut rows between approximately 35mm and 42mm from the distal end of the endoprosthesis was delaminated on one side of the device. Based on the device examination performed, no manufacturing anomalies were identified.

Manufacturer narrative:
(B)(4). Warnings section of the IFU states: do not withdraw the gore viabahn endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore viabahn endoprosthesis back into the sheath can cause damage to the endoprosthesis, premature deployment, deployment failure, and / or catheter separation. If removal prior to deployment is necessary, withdraw the gore viabahn endoprosthesis to a position close to but not into the introducer sheath. Both the gore viabahn endoprosthesis and introducer sheath can then be removed in tandem. After removal, do not reuse the gore viabahn endoprosthesis or introducer sheath.

Event description:
A patient had an aorfix endovascular aaa stent graft placed. During the same procedure, an aneurysm in the right common iliac artery was intended to be treated with a gore viabahn&#59397;endoprosthesis. From a brachial access site, a 12x80cm cook sheath was advanced but was unable to reach the intended treatment site. A 7x90 sheath was placed inside the 12x80cm cook sheath in order to gain wire access to the right internal iliac artery. A lunderquist wire was placed through the sheaths and the 7fr sheath was then removed. Because of the patient's very tortuous anatomy, the gore viabahn endoprosthesis could not be advanced to the internal iliac artery. A decision was made to use a shorter gore viabahn endoprosthesis. The physician attempted to pull the constrained viabahn endoprosthesis back into the sheath. In the process, the gore viabahn endoprosthesis 'accordioned' inside the sheath and became stuck. The viabahn endoprosthesis and the lunderquist wire became immobile during the attempted withdrawal. The 12fr sheath was pulled toward the brachial access site and the viabahn endoprosthesis was exposed. Multiple attempts were made to remove the viabahn endoprosthesis from the patient's arm. From the right groin access, the device was snared and an 18fr sheath was passed over the device. The deployment hub was cut in order to pull the gore viabahn endoprosthesis through the sheath to the groin access. As the gore viabahn endoprosthesis was being pulled through the sheath, about a fourth of the device expanded. The procedure was completed after an aorfix limb was placed within the common iliac artery, excluding the internal iliac artery.

Manufacturer narrative:
Changed from 'serious injury' to 'malfunction' after re-evaluation of reported event.